Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. After review of reported event, there is no evidence indicating that the integrity of the capsule was compromised by the performance of the system. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsular tear of the right eye sustained during laser assisted cataract surgery. During laser treatment it was noted that the view of the laser firing process was blurred. The tear was noticed during the phaco procedure and the surgeon was required to put the posterior chamber intraocular lens in the sulcus rather than in the bag. Additional information received reporting an anterior vitrectomy was performed during the phaco procedure.